Manufacturer narrative:
(B)(4).

Event description:
It was reported that the vessel diameter was 2.5 mm and the length was 28 mm. During the attempt to cross the lesion with the xience v stent delivery system (sds) a no-cross occurred. The stent on the sds also got stuck with the tip of the guiding catheter during removal. Observation of the stent struts upon removal revealed that they were flared. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and contrast in the inflation lumen and on the shaft, which is consistent with preparation and the sds advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers. There were mangled struts in the proximal end of the stent and stretched struts in the first and second rows of the distal struts, confirming the reported stent damage. The shaft was separated 20.3 cm proximal to the proximal balloon seal. The material at the separation was jagged. The separated portion including the hub was not returned. There were two kinks in the shaft 3 cm and 5.2 cm distal to the separation. Follow up information received confirmed the shaft was cut at the account post procedure for return. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.